Manufacturer narrative:
H3: product analysis:product ID# 2900153; lot# gz13b007 visual inspection confirmed the tip of the curette has broken due to bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for lumbar spinal canal stenosis and post-degenerative scoliosis. It was reported that when the multi-vertebral lif was performed during the first phase of the second phase of surgery, the product was broken during the l2/3 intervertebral disc operation. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there was no remnants.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.